Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal dialyzer blood leak occurred approximately ten minutes into a patient¿s continuous renal replacement therapy (crrt). The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. Blood test strips were not used. The user facility believed there was a ruptured membrane in the dialyzer. However, there was no visible damage or defect noted on the device. Additionally, nothing unusual was noted during the priming phase. As soon as the blood leak was noticed, the treatment was immediately paused and all blood in the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) due to the leak was said to be 5 ml. It was confirmed there was no patient injury or harm, other than the loss of blood. It was reported that the patient¿s vital signs remained stable. There was no indication that the patient required medical intervention due to the event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was discarded.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful pictures were provided. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. A review of the device history record (DHR) was performed. All released products were found to be conforming to specifications. The review found there was no indication that any relationship exists with the reported failure mode. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
It was reported that an internal dialyzer blood leak occurred approximately ten minutes into a patient¿s continuous renal replacement therapy (crrt). The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. Blood test strips were not used. The user facility believed there was a ruptured membrane in the dialyzer. However, there was no visible damage or defect noted on the device. Additionally, nothing unusual was noted during the priming phase. As soon as the blood leak was noticed, the treatment was immediately paused and all blood in the circuit was returned to the patient. The patient¿s estimated blood loss (ebl) due to the leak was said to be 5 ml. It was confirmed there was no patient injury or harm, other than the loss of blood. It was reported that the patient¿s vital signs remained stable. There was no indication that the patient required medical intervention due to the event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was discarded.